Event description:
It was reported that poor r-wave sensing was observed on merlin.net transmission. X-ray revealed that the lead had dislodged. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. Other text : na.